Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 2008k2 hemodialysis (hd) machine displayed a ¿filling program¿ message during recirculation causing the saline bag to fill. There were no audible alarms. The machine does not have an air separator adapter board installed. The ts representative advised the biomed to install an air separator board. Additional information was provided upon follow-up with the biomed. The biomed confirmed the machine was giving a "filling program" message. There were no other alarms or messages. The biomed did not witness it happen, but nurses reported to the biomed that they saw fluid backflowing into the saline bag during recirculation. The saline bag was refilling with dialsyate. The biomed was unsure if the machine had the cbe upgrades completed. They confirmed the machine was passing all pressure and alarm tests. The biomed could not speak to whether or not user error was a factor. It was confirmed that the drain line length and height were both within specification, and there were no quick disconnects used on the drain line. There was no patient involvement associated with the event. The backfill occurred during startup while the machine was being prepped. Upon further inspection of the machine, the biomed discovered a leak coming from the high flow relief valve. The biomed indicated there was a crack on the component. The biomed replaced the valve and this resolved the issue. The damaged valve was discarded. The machine was returned to service with no further issues encountered during recirculation.